Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the hospital after experiencing a shock. During device interrogation this right ventricular (rv) right ventricular (rv) lead was found to exhibit high out of range pacing impedances, an inappropriate shock, oversensing and noisy signals. It was believed the cause to be due to lead fracture. The physician opted to program the rv lead tachycardic therapy off. At this time, the rv lead remains implanted. No additional adverse patient effects were reported.